Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h4, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rusted coupler and faulty ccd. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to a faulty ccd. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found during laparoscopic cholecystectomy therapeutic procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It has reported that the subject device had yellow ring around visual field and purplish haze pluys prism effect. The issue was found during a procedure. There were no reports of patient harm.